Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined configurations of drawers were not identical. A technical support specialist (tss) was unable to copy the inventory for drawer 1 due to configuration differences, as the configurations must be identical for inventory copying. Inventory was successfully copied for drawers 2 and 5, and medications were pended for those drawers. It was advised that medications would need to be manually loaded into drawer 1 if the configuration remained unchanged. An external return bin was also added, and the update was communicated to customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the new device required a mirrored configuration. The configuration from the old device needed to be copied to the new device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.